Event description:
It was reported that during a stent/coiling procedure of a basilar tip aneurysm (12.35x11.8mm) with both pca's incorporated in the neck of the aneurysm, the 6french 0 .071 105cm multipurpose da (67125805d/ (B)(4)) catheter was engaged in the left vertebral artery without issue, however upon advancement of the catheter under roadmap, it was determined that the distal portion of the catheter was not visible at all. Additionally, it could not be determined how far the catheter had advanced, and after stopping and starting using roadmap and not using roadmap, the catheter distal tip actually ended up about 4cm past the actual site. In addition, there was a significant back up of the envoy da system during advancing and placing of the headway 27 catheter and the lvis stent (2.7x24mm). The patient had a tricky take of the proximal vertebral with a tight curve as well as additional tortuosity distally. A 0.035 glide wire was used with the guide catheter in a no exchange technique. The patient was successfully treated with the lvis stent and 11 galaxy/g2 coils (12x30 to 4x10). The product is not available for analysis.

Manufacturer narrative:
It was reported that during a stent/coiling procedure of a basilar tip aneurysm (12.35x11.8mm) with both pca's incorporated in the neck of the aneurysm, the 6french 0 .071 105cm multipurpose envoy da (67125805d/ c10873) catheter was engaged in the left vertebral artery without issue, however upon advancement of the catheter under roadmap, it was determined that the distal portion of the catheter was not visible at all. Additionally, it could not be determined how far the catheter had advanced, and after stopping and starting using roadmap and not using roadmap, the catheter distal tip actually ended up about 4cm past the actual site. In addition, there was a significant back up of the envoy da system during advancing and placing of the headway 27 catheter and the lvis stent (2.7x24mm). The patient had a tricky take of the proximal vertebral with a tight curve as well as additional tortuosity distally. A 0.035 glide wire was used with the guide catheter in a no exchange technique. The patient was successfully treated with the lvis stent and 11 galaxy/g2 coils (12x30 to 4x10). The device is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the device history records there is no indication of any manufacturing issues related to the event. Without the return of the involved device, no conclusion can be made regarding the reported event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.